Event description:
Lead implanted 10/01/1998. During week of 11/09/1998 the pt lost stimulation even with amplitude at maximum. Was able to feel intermittent jolts with rubbing of the lead or connection area. Pt experienced "no injury or event" prior to loss of stimulation. Impedance testing of circuits was conducted and clinician determined lead was possibly broken.